Manufacturer narrative:
Product complaint # (B)(4) d4: UDI: the expiration date is currently not available. Therefore, the full UDI is currently not available. H6 component code: g07002 - no device problem found h3 investigation summary ==> the product was returned to ethicon for evaluation, where one foil was received for analysis. The product code vcpb840d this pertains a double armed. A visual inspection of the returned sample revealed the presence of wrinkles in both the top and bottom packaging (foil). It was inspected 100% under magnification throughout the external foil, and no anomalies were found. The package was opened, and it was reviewed under a microscope, and no issues related to packaging integrity or perforation were found, indicating that the packaging had maintained its structural integrity. It was noted that the primary packet appeared puffy, which was attributed to trapped gas within the packaging. As part of the ethicon quality process, all devices are manufactured, inspected, and released to approved specifications. The event described could not be confirmed as the device performed without any difficulties noted. Although no product defect was identified, there may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the laboratory analysis. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that a patient underwent an unknown procedure on an unknown date, and suture was used. When picking at spd, it was found that air was getting into inside the package as compared to other packages, and it was felt that something was wrong with the product involved because it did not seem to be sealed. It was a control release needle. There was no effect on the patient. Another product was used to complete the case. No adverse patient consequences were reported. Additional information was requested

Manufacturer narrative:
Product complaint # (B)(4). Corrected information: d 4. Primary UDI number. Additional information: d 4. Expiration date, h 4. Device manufacture date. Corrected h3 investigation summary: the product was returned to ethicon for evaluation, where one foil was received for analysis. The product code vcpb840d this pertains a double armed. A visual inspection of the returned sample revealed the presence of wrinkles in both the top and bottom packaging (foil). It was inspected 100% under magnification throughout the external foil, and no anomalies were found. The package was opened, and it was reviewed under a microscope, and no issues related to packaging integrity or perforation were found, indicating that the packaging had maintained its structural integrity. It was noted that the primary packet appeared puffy, which was attributed to trapped gas within the packaging. Additionally, four photographs were provided that show the comparison between a correct package and an affected one, observing the wrinkles and puffy in the aluminum on the top and bottom sides. This package belongs to the code vcpb840d." As part of the ethicon quality process, all devices are manufactured, inspected, and released to approved specifications. The event described could not be confirmed as the device performed without any difficulties noted. Although no product defect was identified, there may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the laboratory analysis. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. This report is being submitted pursuant to the provisions of 21 cfr part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.